Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Based on the photographic evidence, the event description of a clip falling into the patient can be confirmed. Physical device analysis of the subject er320 may provide the additional evidence necessary to confirm the cause of the reported event. The following information was requested, but unavailable: did the first clip fall from the device into the patient? Or, did the clip fall off of tissue after applied and then into patient (would not hold)? Was the third clip (that was not placed properly) a malformed clip (for example, pear-shaped, not closed all way, not formed )? What does "leading to a bad leak proof mean?" Was there a leak from cystic duct during procedure? If there was a leak from duct, was leak controlled with new device during this same procedure? Was there any patient consequence (as said bad leak proof and risk of biliary leakage)?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip fell into the patient, the second one stayed jammed in the device and the third one was not placed properly on the cystic canal leading to a bad leak proof. Risk of biliary leakage and the fallen clip has been difficult to retrieve. Another like device was used to complete the procedure. There were no adverse consequences for the patient.